Event description:
It was reported that stent dislodgement and stent migration occurred. Vascular access was obtained via the femoral artery. The 25mm in length, 85% stenosed, eccentric, de novo target lesion was located in the moderately calcified, moderately tortuous and 3.50mm in diameter ostium of the left circumflex artery. The lesion contained a >45 and <90 degrees bend. After a non bsc guide wire crossed the target lesion, a 2.00mm x 10mm unspecified balloon catheter was advanced for predilation. The percent stenosis of the lesion immediately after predilation was 60%. Then the 3.50mm x 28mm promus element stent was advanced to the lesion but encountered resistance during insertion of the device. While advancing the device to the lesion, the stent was dislodged. It was noted that the stent was hanging in the aorta. The stent was snared and was successfully removed from the patient. The procedure was completed using a 3.50mm x 18mm non bsc stent. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).